Event description:
The doctor used vicryl sutures after the removal of two lipomas, one at the neck, the other below the left elbow. The suture sites became extremely inflamed, as it burned, 2 days after the procedure. The condition continued to worsen. Tissue between the sutures bulged, rash/hives were fire-engine red, and spread beyond the suture sites 2 to 4 inches. Extreme itching. Doctor prescribed oral erythromycin. Benadryl polysporin, and hydrocortisone cream 1%. The redness has subsided only a little. The itching has subsided somewhat. There are hard bumps in the tissue alone the suture line.